Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing episodes were noted due to noise on the right ventricular lead. Provocative testing was performed, and the noise was reproducible. A lead revision is anticipated to resolve the issue. The patient was in stable condition.